Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hyperglycemic event followed by a hypoglycemic event lasting approximately 15 minutes that was treated with oral glucose, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included temporary impairment that required oral carbohydrate intervention. Investigation included troubleshooting support and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.